Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger would not pull up insulin during use. The following information was provided by the initial reporter: "consumer reported, she could not draw her insulin stated, when she pulled back on the plunger, nothing happened".

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger would not pull up insulin during use. The following information was provided by the initial reporter: "consumer reported, she could not draw her insulin stated, when she pulled back on the plunger, nothing happened".

Manufacturer narrative:
H.6.: investigation summary : no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8344526. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notifications [200793747] noted for clogged cannula. There was one (1) notifications [200794597] noted for damaged needle assembly. Investigation conclusion : bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description : root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale : based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.